Event description:
The customer's mother stated that three reservoirs leaked insulin past the o-rings. The customer's mother stated that she did not have the reservoirs to return for analysis, and she did not know the lot number on them. The customer's mother declined additional training on proper reservoir filling technique. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.